Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked down and they could not get it open. It is unk how the device was removed. It is also unk how the procedure was completed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the tsw35 device with the firing trigger handle broken and with no reload present. The device opened and closed without any difficulties noted. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional anomalies were found. While no conclusion could be reached on how the firing trigger handle broke, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the mfg process. Firing trigger handle.